Event description:
The doctor claims that during a graft replacement procedure for an aortic arch aneurysm, the graft was observed "oozing" blood. The leakage occurred when cardiopulmonary bypass was initiated via right axillary artery. Therefore the graft was removed and another product was used for cardiopulmonary bypass via left axillary artery. The patient's post-operative conditions is reported as "doing well, now."